Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 268 mg/dl. Reportedly, customer administered too much insulin causing them to go low. Reportedly, customer called paramedics and customer went to the hospital and was subsequently admitted to the hospital¿s intense care unit. The customer declined follow-up from tandem technical support regarding the issue, therefore no additional information was obtained.